Event description:
A nurse reported that during cataract surgery with intraocular lens implantation on the left eye, the patient developed toxic anterior segment syndrome (tass) following the use of the phacoemulsification handpiece and the irrigation/aspiration handpiece. Postoperatively, the patient exhibited hand-motion vision, heavy fibrin in the anterior chamber, and a 3+ aqueous cell reaction without hypopyon. The patient was treated with a subconjunctival injection in addition to topical and oral steroids. The patient had rheumatoid arthritis. The procedure involved a temporal clear-corneal incision with intracameral anesthetic; anesthetic gel was used, and two side-port incisions were created. Antibiotics used for the treatment. The surgeon expressed concern that the phacoemulsification or irrigation/aspiration handpiece may have contributed to the event. At the postoperative visit, the patient¿s vision improved to 20/40. No cultures were submitted. There was no surgical complication and wound integrity was intact. The patient was improving. This report pertains to the tegaderm dressing used for this complaint. Additional information was requested and non-received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in b.5, h.2, and h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information confirmed that the fibrin had resolved, and her vision (best corrected visual acuity) had improved to 20/40. The physician confirmed that the patient was doing well.